Manufacturer narrative:
Device evaluated by MFR: the taxus liberte was returned with blood and contrast in the distal and midshaft of the device. Visual and microscopic examination identified four rows of struts damaged and stretched in the middle of the stent. The distal tip of the catheter was damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, stent damage occurred. The 99% stenosed lesion was located in a calcified and moderately tortuous proximal and mid left anterior descending (lad) artery. The lesion was pre dilated with an unspecified device. The physician attempted to advance the 2.5mm x 20mm taxus liberte drug-eluting stent (des) system however; there was difficulty advancing the system and the device did not cross the lesion. The device was removed and once outside the patient, examination of the device identified the stent was lifted. A non-bsc stent was implanted. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, stent damage occurred. The 99% stenosed lesion was located in a calcified and moderately tortuous proximal and mid left anterior descending (lad) artery. The lesion was pre dilated with an unspecified device. The physician attempted to advance the 2.5mm x 20mm taxus liberte drug-eluting stent (des) system however; there was difficulty advancing the system and the device did not cross the lesion. The device was removed and once outside the patient, examination of the device identified 'the stent was lifted'. A non-bsc stent was implanted. No patient complications were reported and the patient's status is good.